Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that noise was observed on the lead and could not be reproduced. High capture threshold and decreased r-wave were also noted. The lead was explanted and replaced. Patient was well post procedure.